Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarms. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin was not expired or denatured. The customer stated that the tubing was not bent or kinked. The customer stated that they have not tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.